Event description:
It was reported that the customer experienced low blood glucose of 44 mg/dl, which he treated for with orange juice. Customer's sensor was giving a reading of 70 mg/dl, simultaneously. The threshold suspend limit was set to around 59 mg/dl on the customer's insulin pump, but this sensor reading was too high and the insulin pump therefore did not suspend insulin. Insertion and calibration techniques were discussed. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.